Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency board. The insulin pump had a rattling vibration due to adhesive not adhering. The insulin pump was received with a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time 164mg/dl. Advised insulin pump would be replaced. No additional information was provided.